Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent in an unintended site in the pt coronary is considered to be a permanent impairment or damage. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds); however, there was no info available regarding when this occurred. Also, there is no info regarding the location of the dislodged stent. Therefore, this is being conservatively filed as a dislodged stent with permanent impairment (stent lost in pt). No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.